Manufacturer narrative:
Device not received for evaluation.

Event description:
The device was used during an unspecified procedure. Reportedly, the safety shield did not function properly and pneumoperitoneum leaked from the instrument. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.